Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with vancomycin for one dose (route and dosage not reported) for the peritonitis. Hospitalization was ongoing. On an unreported date; dianeal therapy was discontinued and the peritoneal dialysis catheter was removed. The patient was not yet recovered from the peritonitis. No additional information is available.